Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not received for further inspection and analysis, and the specific defect condition of the sample cannot be identified, the cause of the leakage at the soft needle cannot be confirmed. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. Clinical staff have reported that some of these indwelling needles exhibit leakage from the soft needle during air removal.